Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Blood glucose level was impacted (300 mg/dl) and was addressed by administering a manual injection. Reportedly, in these instances, the customer would changed the infusion set site and find an infusion set kinked cannula. At the time of the report, troubleshooting with tandem technical support (cts) indicated that the occlusion was due to the infusion set site. Customer refused to remove site and indicated that manual injections would be administered as alternate insulin therapy. Customer indicated infusion set site would be changed at a later time. Cts made an attempt to follow-up with customer; however, no additional information regarding this event was provided. Customer could not provide infusion set information.